Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (rep) indicated that a synchromed pump was shut down usin g a shut off code. The programming was successful but after 2 days, the pump alarm started going off. From the report, it was stated that they could see indeed that the pump was shut off, but 2 days later, the tube set was triggered. Because the pump was shut off, the hcp could not do much to silence the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving morphine with concentration 10.0 mg/ml at a minimum flow rate of 0.064 mg/day via an implantable pump. It was reported that the pump alarm still sounded in the evening despite final shutdown of the pump performed. In the report, they could clearly see that the critical pump alarm was triggered on (B)(6) 2025, 48 hours after the final stop / pump having been permanently switched off. The service code 89 was displayed regarding therapy unavailable as pump has been permanently shut down. They were questioning if the pump is supposed to actually alarm after permanent shutdown. The patient was consulted again on (B)(6) 2025, and it was confirmed that the pump had been stopped. It was also impossible to deactivate the alarms because no alarm seemed to be active. At the time of the report technical services reviewed the behavior described was unexpected as permanently shutting down a pump also stops all alarms. It was further reviewed that the permanent shut down option requires a password, permanently stops the pump and associated therapy, and disables alarms. It was also reviewed that it is impossible to restart the pump. It was further reported that the pump was not at end of service (eos) at the time of the final shutdown. The patient had, however, heard the pump ringing every evening since the final stop. As per the pump log provided the service code 226 was displayed regarding a warning that the pump has been permanently shut down. Also, per the logs, a non-critical alarm regarding low reservoir alarm occurred on (B)(6) 2025, pump permanently stopped message on (B)(6) 2025, and critical alarm regarding pump shutdown time exceeded 48 hours on (B)(6) 2025. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider via a manufacturer representative indicated that the pump was shutdown as the patient did not want to refill their pump anymore. On december 18th, it was confirmed that the pump shutdown was programmed 8 days before on december 10th. Regarding resolution, the patient still stated that the pump has been alarming every evening after the pump shutdown.